Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the system with intermittent eye tracker failure in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer performed system verification. No malfunction or problem was detected. Field service engineer performed system verification as per service installation record. Logfiles and treatment report have been requested but have not arrived. The provided logfiles are not usable. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The root cause of the reported issue could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).